Event description:
The user facility reported that after thrombosis aspiration, the angio-seal device was used for hemostasis. The patient was released from bed after 5 hours. One day after the procedure, the patient complained of pain in the lower limb, and a pseudoaneurysm, approximately 2 cm in size, was noted. The pseudoaneurysm was treated surgically. It is suspected that the procedure may have been performed quickly, and the suture may have been cut before the collagen absorbed enough blood. The patient is recovering. Estimated blood loss was less than 250cc. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery, with a vessel diameter of 5 mm. The patient required surgical intervention due to the event. The event occurred post procedure. No equipment or other devices were used with the device involved.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age or date of birth: requested, not provided a3a: sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: lot #: requested, not provided d4: expiration date: unknown, as the involved lot # was not provided d4: UDI: unknown, as the involved lot # was not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted h4: device manufacture date: unknown, as the involved lot # was not provided the actual device is not available for return; therefore, an evaluation of the device could not be conducted. The complaint was confirmed for a potential pseudoaneurysm. The exact root cause cannot be determined. The device history record was unable to be reviewed since a valid lot number was not identified. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to correct section e1 (initial reporter address country). The initial MDR submission incorrectly identified the country as peru (per); however, the correct country is japan.